Event description:
Three days after treatment with two cypher stents, the patient returned with chest pain. An angiogram revealed thrombus within one of the stents.this patient presented for elective treatment of 2-vessel disease. Heparin 8000 units were administered during the procedure. Percutaneous coronary intervention (pci) was first performed on a de novo lesion in the proximal left anterior descending artery (lad) of 30mm in length in a 3.3mm vessel diameter. The (type c) eccentric lesion was ostial and bifurcated. The lesion was pre-dilated with a 2.5x15mm balloon at 8 atomspheres (atm) before deploying the 3.5x33mm at 20 atm. Post-dilation was conducted with a 3.25x12mm balloon at 8 atm. Ivus was conducted. Timi iii flows were recorded pre and post-procedure. Residual diameter stenosis measured 0%. Act was not measured. Pci was performed next on a de novo lesion in the 1st diagonal of 15mm in length in a 1.93mm vessel diameter. The (b2) eccentric lesion was at a bifurcation, flexion and ostial. The lesion was pre-dilated with a 2.5x15mm balloon at 6 atm before deploying a 2.5x18mm cypher stent at 10 atm by t-stenting technique. Post-dilation was not conducted. Ivus was not conducted. Timi iii flows were recorded pre and post-procedure. The residual diameter stenosis was 75% due to the plaque shift into the stent. Act was not measured. Three days later, the patient complained of precordial pain and visited the hospital. St depression was observed on ECG ii, iii, avf, v2 and v6. Ck761, ck-mb63. A coronary angiography was conducted and thrombus was observed inside the cypher implanted in the 1st diagonal. Because the flow at lad was satisfactory and delivery of the guidewire to the 1st diagonal was difficult and the vessel was narrow, there was no treatment conducted on the occluded cypher. The precordial pain had disappeared. The physician commented that the possible causes of the thrombotic event were that the vessel was narrow and plaque shifted during treatment.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.